Manufacturer narrative:
Report source: (B)(6) neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having acdf for an ind ication of c5-c6 herniated disk. It was reported that the cage has broken during procedure. There were no patient symptoms reported. There were no further complications reported regarding the event.